Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization in an abdominal aortic aneurysm (aaa) using a packing coil xl and a non-penumbra catheter. During the procedure, the physician experienced resistance while advancing the packing coil xl to the target location. The physician decided to remove the packing coil xl. While removing the coil, the pusher assembly kinked and fractured, causing the packing coil xl to detach inside the catheter. A snare device was used to remove the detached packing coil xl from the catheter. It was noted that the packing coil xl was unraveled when removed from the patient. The procedure was completed with a new packing coil xl and the same catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned packing coil xl confirmed that the embolization coil was detached from the pusher assembly. It was reported that the pusher assembly kinked and fractured during the procedure. If the packing coil xl is advanced against resistance, damage such as a kink may occur. Subsequent retraction of the kinked pusher assembly against resistance may cause a fracture and embolization coil detachment. The pusher assembly was not returned for evaluation; therefore, the root cause could not be determined. Evaluation also revealed that the pe fibers were fractured, and the coil winds were unraveled. This damage likely occurred during snaring of the detached embolization coil during the procedure. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.